Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced a grinding sensation and a locking of the knee joint. Surgery was performed to remove the screw in the joint. It was noted that the femoral component and articular surface were scratched, so the femoral component and articular surface were replaced.